Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements from 45 to 89 ohms. Subsequently, the lead was explanted and replaced one year later due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is in possession of the hospital and the hospital plans to return it. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the rv lead and implantable cardioverter defibrillator (ICD) exhibited high threshold measurements and high out of range shock impedance measurements greater than 125 ohms were observed. No anomalies were noted under fluoroscopy.